Event description:
Report states that a cadd solis pump was set up for pca. The infusion was initiated, after the expected conclusion the nurse checked the 50ml medication cassette reservoir and the bag was half full. No injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.